Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer was generating incomplete differentials and there was also a leak of 3 to 4 cubic centimeters around the flow cell. There was no report of final patient samples or results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the differential sample line. The fse verified the repair was performed per established procedures. The fse verified the results met published performance specifications. The fse documented the system validation in customer's quality control record.

Manufacturer narrative:
(B)(4).